Manufacturer narrative:
Concomitant product: ddbc3d1 ICD, implanted: (B)(6) 2016, product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The interior svc (superior vena cava) defibrillation cable was extrinsically fractured due to pulling/stretching. Visual summary analysis of the lead indicated ap parent explant damage. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported when the patient was lifting boxes the wound ¿opened up.¿ it was determined the wound was in the process of healing at the time. It was also reported the patient developed a pocket infection and experienced night sweats and flu like symptoms. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.